Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/12/2020. Investigation conclusion. The customer reported that the tubing came apart where the line goes directly into the 0.2 micron filter and there was blood that came into the tubing. The customer provided a photo showing a separation at the engagement between the tubing and inlet of filter. Closer inspection observed that a part of the tubing sleeve, affixed on the nitro tubing, was torn and missing. It was unable to be determined if the torn off tubing sleeve was assembled on the filter inlet port. Received were three separated infusion sets model 11532269- two used and one unused. For one of the used sets and unused set, each had a package lot 20065136. Each set's separations were at the engagement of the pvc tubing sleeve p/n 660134 and inlet of the 0.2 adult micron filter p/n 10012217 components. Each set's components were visually inspected for kinks, holes/tears in the tubing, or damages to the components. It was observed only on the unused set that the pvc tubing sleeve was torn apart with the torn off piece still attached to the filter inlet. It was also observed on one of the used sets that there was dark colored dried fluid residue within its filter and traces of it within its attached tubing below. This is likely blood that backflowed based on the customer event description. No other issues were observed. No testing was necessary due to observed separations. Visual inspection under magnification of each of the used sets tubing's separated ends observed insufficient solvent traces within the tubing engagement. Dimensional measurement of the separated tubing sleeves was not necessary due to the tubing sleeves having to be expanded during assembly of the set components. Each set's other tubing sleeve engagement to the filter's outlet ports were also slightly tugged. No separations were observed. Equipment used (inspection performed on 20sep2020) - ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record for model 11532269 lot 20065136 shows the set was manufactured on 01jun2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the tubing came apart where the line goes directly into the filter was confirmed. The root cause of the observed separations with no observed component damage was due to a manufacturing assembly issue. The root cause of the observed separation with observed component damage (torn/separated tubing) was not identified. Bd manufacturing is aware of separation issues at the observed components engagement. An investigation at the tj manufacturing plant was performed under failure investigation dir # 10000304702: leaks & separations (tubing/filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers will be updated on operations where the tubing sleeve and 0.2 micron filter components are engagements in order to prevent the lack of solvent at these engagements.

Event description:
It was reported that 3 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced blood backflow during infusion and component separation. The following information was provided by the initial reporter: item: 11532269; 3 incidents; tubing just separated. Others there was blood that came into the tubing. Patient information unavailable. No patient harm. Per customer email responses: at least one nicu baby lost blood which is a huge safety issue. The lot 20065136 was pulled and there have not been any further events. This was with the bd alaris pump infusion set ref 11532269 lot # 20065136. The adverse event was the tubing coming apart when it was attached to the nicu babies. All were caught in time. We are having trouble with the infusion set coming apart at the filter site. This has happened a few times this week on one infant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced blood backflow during infusion and component separation. The following information was provided by the initial reporter: item: 11532269, 3 incidents, tubing just separated others there was blood that came into the tubing. Patient information unavailable. No patient harm. Per customer email responses: at least one nicu baby lost blood which is a huge safety issue. The lot 20065136 was pulled and there have not been any further events. This was with the bd alaris pump infusion set ref 11532269 lot # 20065136. The adverse event was the tubing coming apart when it was attached to the nicu babies. All were caught in time. We are having trouble with the infusion set coming apart at the filter site. This has happened a few times this week on one infant.